Event description:
It was reported that due to rising pacing lead impedance and capture threshold the lead was capped and replaced during routine device changeout. There were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.